Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer states that their meters and android were stolen, so they have been using a relion meter from (B)(6). The customer states they have been fighting hypoglycemia, and have had blood glucose level in the 30mg/dl. The customer states they have adjusted basal rates and is slowly getting it under control. The customer declined to trouble shoot for low blood glucose levels. The customer is being sent out replacement sensors.